Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03348 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchial stent procedure, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a malignant stricture located in the left main stem. The stricture was reported as 9cm wide and 22mm long. The lesion was not predilated, and the anatomy was reported as somewhat tortuous, but nothing abnormal for this type of procedure. Both stents had the deployment suture wrap under the catheter instead of feeding directly into the exit hole. This caused the catheter to pinch or kink upon itself. The stents could not be fully deployed. The physician was able to remove each device without any patient complications, but the procedure was not completed as they had no additional stents on hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.